Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("left essure implant in uterus, right essure visible in right uterine horn") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst on (B)(6) 2023, retroverted uterus (anteverted) on 21-mar-2023, uterine myoma (at least 3) and adenomyosis in 2020. Healthy diet. As concurrent condition the report mentioned uterine anteflexion since 2020. The only concomitant product mentioned was iud nos (intrauterine contraceptive device). On(B)(6)2011, the patient had essure inserted. In 2012 she experienced abdominal pain ("abdominal pain"), nausea ("intense nausea"), fatigue ("exhaustion and permanent fatigue"), proctalgia ("pain similar to haemorrhoids, but not haemorrhoids, impossible to sit without a cushion from 2020 to (B)(6) 2023"), neck pain ("intense cervical pain"), musculoskeletal stiffness ("blocked neck, blocked right knee"), arthralgia ("joint pain, painful finger joints on both hands"), joint swelling ("swollen finger joints on both hands, swollen right knee"), osteoarthritis ("root arthrosis of the right thumb"), bruxism ("bruxism"), insomnia ("insomnia"), feeling abnormal ("feeling of inflammation in the torso when lying down"), cystitis ("cystitis") and ear, nose and throat disorder ("several otorhinolaryngology (ent) disorders each year"). In (B)(6)2020 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2022 she experienced papilloma viral infection ("papillomavirus") and cervical dysplasia ("cervical intraepithelial neoplasia (cin2), high-grade, cervical squamous intraepithelial lesion"). On (B)(6) 2023 she experienced device expulsion (seriousness criterion intervention required). On (B)(6) 2023 she experienced vertebral foraminal stenosis ("unchanged foramina (cervical spine)") and intervertebral disc disorder ("moderate discopathy in c4-c5 and c5-c6 with discal hyposignal, no conflictual hernia"). On unknown date she experienced presyncope ("vasovagal response"), pelvic congestion ("pelvic congestion syndrome") and cervicobrachial syndrome ("left cervicobrachialgia"). The patient was treated with surgery (hysteroscopy bettocchi, laparosc. Bilateral salpinectomy +part. Removal right uterine horn (B)(6) 2023, embolization on (B)(6) 2022 for pelvic varices and conization (B)(6) 2022). In (B)(6) 2023, the proctalgia had resolved. At the time of the report, the cervicobrachial syndrome, vertebral foraminal stenosis and intervertebral disc disorder had not resolved. The reporter considered abdominal pain, arthralgia, bruxism, cervical dysplasia, cervicobrachial syndrome, cystitis, device expulsion, ear, nose and throat disorder, fatigue, feeling abnormal, insomnia, intermenstrual bleeding, intervertebral disc disorder, joint swelling, musculoskeletal stiffness, nausea, neck pain, osteoarthritis, papilloma viral infection, pelvic congestion, presyncope, proctalgia and vertebral foraminal stenosis to be related to essure administration. The reporter commented: patient¿s current status: diagnostic delay (either doctors of all kinds did not know essure, and therefore they did not react when I said that I was not taking the pill, because I had essure contraceptive coil device, or, they knew it well, since they were gynaecologists, and never warned me). Intense, widespread suffering with no apparent reason, in the absence of any disease and despite healthy diet. Comment: I declare the toxicity of essure devices, which I discovered online thank to the testimonial of the resist association, 11 and a half years after their insertion into my body. I was made to believe that the withdrawal of essure from the market was only a precaution and this prevented doctors and their female patients from being properly informed. The 3 gynaecologists whom I have see over these 11 and a half years are convinced that essure does not cause any problems and therefore they did not warn me. I experienced an invisible ordeal that could have been cut short if someone -I don¿t know who- had not denied it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Abdominal x-ray] on (B)(6) 2023: indication: identification of an intra-cavity hyperechogenic image suggestive of an intrauterine device (iud) in this female patient with essure implants. Conclusion: the intra-cavity structure corresponds to the left essure implant. The right essure implant is located at the level of the right uterine horn. [Chest x-ray] on (B)(6) 2016: search for pneumopathy: result: no sign of thoracic distension or abnormality of the cardiomediastinal structure. No visible abnormal pleural-parenchymal lesion. [Colonoscopy] on (B)(6) 2020: conclusion: total coloscopy, in a colon or persistent, some fluids that will be aspirated [computerised tomogram] on (B)(6) 2016: chronic sinusitis assessment: conclusion: mucous and moderate thickening of the walls of both maxillary sinuses and of the left anterior ethmoidal cells with partial filling of the left frontal hemosinus [endoscopy gastrointestinal] on (B)(6) 2020: left subcostal pain. Microcytic iron deficiency anaemia. Fibroscopy conclusion: normal esophagogastroduodenoscopy. Duodenal biopsies and gastric biopsies as part of the iron deficiency anaemia [hysteroscopy] on (B)(6) 2023: hysteroscopy: first diagnosis hysteroscopy showing a normal cervico-isthmic canal, a uterine cavity normal in size and shape with presence of the intrauterine essure device on the left. Removal of almost the entire device with bettocchi [laparoscopy] on (B)(6) 2023: the uterus is anteverted, normal in size. The vesicouterine and douglas pouches are normal. The right fallopian tube is fine, sinuous, with a well-developed infundibulum, the right ovary is normal and free in its recess. The left fallopian tube is fine, sinuous, with a well-developed infundibulum, the left ovary is normal and free in its recess. Guessed there is a remainder of the essure device on the left side, and the entire essure device on the right side at the proximal level of the fallopian tubes. Bilateral salpingectomy using the ligasure technique and monopolar scissors, taking the intra-mural section of the fallopian tube from the right side [magnetic resonance imaging] on (B)(6) 2023: indication: left cervicobrachialgia - conclusion: moderate discopathy in c4-c5 and c5-c6 with discal hyposignal. No conflictual discal hernia detected. Unchanged aspect of the foramina [magnetic resonance imaging pelvic] on (B)(6) 2022: indication: history of tubal ligation. Chronic anal pain, especially on the left side; normal proctological examination and coloscopy. Search for a coccygian pathology or a compression of the pudendal nerve. - conclusion: no actual compressive mass syndrome along the route of the right and left pudendal nerve. However, individual large pelvic varices close to the pudendal nerve on the right side as well as on the left side identified and which could be incriminated in a possible pudendal neuralgia; on (B)(6) 2023: indication: follow-up after embolization of the pelvic varices. Notion of intra-uterine secondary displacement of a left essure device. Result: the uterus appears to be retroverted with respect to the myometer. The study of the coronal sections does not allow us to assess the aforementioned essure device. Successful embolization of the pelvic varices with no recurrence to date. Changes in the bladder. Conclusion: no recurrence of pelvic varices; on (B)(6) 2023: indication: verification of the position of essure implants result: the uterine cavity in the uterus is in retroflexed, retroverted position. It is 70 mm on the long axis, the other dimensions being 52 x 45 mm x 56 mm. The endometrium appears to be regular, 3 mm thick. The junction area has a satisfactory thickness. There is no visible mass syndrome at the level of the myometer. Figo (international federation of gynaecology and obstetrics) type-4 small myoma 5 mm in diameter visible at the level of the anterior wall of the uterine body. Intrauterine and pelvic varices. The examination effectively located the essure implants. The right implant can be seen at the level of the right uterine horn oriented toward the right appendage. The left implant is in two proximal thirds of the intra-cavity. Its distal end is located at the level of the left uterine horn. Normal appearance of both ovaries. Small effusion blade in the douglas pouch. [Pathology test] on (B)(6) 2021: samples taken:three cervical biopsies: three fragments measuring from 2 to 4 mm. Cin2, high-grade, cervical squamous intraepithelial lesion with hpv viral infection (junction lesion). No carcinomatous infiltration; on (B)(6) 2022: samples taken: cervical conization: macroscopy: cervical conization sample, oriented, measuring 3 cm in diameter and 1.2 in height, fully examined, on serial sections. Blocks numbered from a1 to a8. Conclusion: cervical intraepithelial neoplasia (cin2), high-grade, cervical squamous intraepithelial lesion with human papillomavirus (hpv) viral infection (exocervical lesion, circumferentially extended on a 8 mm surface along the endocervical canal and colonizing several underlying gland collars). No carcinomatous infiltration. Integrity of the excision margins.; on (B)(6) 2023: samples taken: 9 cm fallopian tube with essure device. 7 cm fallopian tube with 8 mm paratubal cyst. These tubal structures are significantly normal under microscopic examination. There is no chronic or specific inflammation. There is no argument for tubal epithelium dysplasia. Benign 8 mm paratubal cyst [ultrasound doppler] on (B)(6) 2021: indication: assessment of the lower limbs¿ varicose predominant to the right and presence of a very visible vein in the right pelvic section. Symptoms relieved by the compression stockings. Conclusion: no recent or older right or left ilio-femoral-popliteal vein thrombosis to date. Good permeability of the iliac veins without sequela thrombosis. Ostial and truncal varicose of the right great saphenous vein which remains slightly dilated. Presence of a non-supporting and non-varicose right pelvic superficial vein. Continue wearing compression stockings. They are well supported. [Ultrasound pelvis] on (B)(6) 2020: indication: metrorrhagia episode results: examination performed by the supra-pubic and intracavitary ways. Anteverted anteflexed median uterus measuring 91x54x62 mm. Presence of an off-centre iud with a catheter end opposite the left uterine horn where the endometrium appears to be fine and regular. Diffuse adenomyosis appearance of the corporeo-fundal myometer with presence of at least three interstitial myoma formations. No cervical-isthmic abnormality. Normal ovaries. To be completed by an MRI for mapping the fibromas and topographic analysis of the iud [venogram] on (B)(6) 2022: pelvic vein embolization report of (B)(6) 2022: clinical data: insufficiency in the left ovarian vein. Topographical assessment of vein and embolization of the left ovarian vein. Conclusion:ovarian phlebography: assessment: left and right utero-ovarian varices. Embolization of the left and right ovarian varices with onyx. [X-ray] on (B)(6) 2016: search for focal spot: result: satisfactory transparency of the paranasal sinuses; on (B)(6) 2021: right-hand pain:result: root arthrosis. No osteoarticular abnormality. No abnormality in projection of soft tissue [x-ray dental] on (B)(6) 2016: result: many treated teeth. No periapical [radicular] granuloma. No alveolysis [x-ray of pelvis and hip] on (B)(6) 2022: indication: epigastric pain - conclusion: no supramesocolic floor abnormality. No visible abnormality of the gall-bladder - to be examined in order to formally eliminate cholelithiasis. Discrete fluid effusion in the douglas pouch without any other visible abnormality based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("left essure implant in uterus, right essure visible in right uterine horn") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst on (B)(6) 2023, retroverted uterus (anteverted) on (B)(6) 2023, uterine myoma (at least 3) and adenomyosis in (B)(6) 2020. Healthy diet. As concurrent condition the report mentioned uterine anteflexion since (B)(6) 2020. The only concomitant product mentioned was iud nos (intrauterine contraceptive device). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced abdominal pain ("abdominal pain"), nausea ("intense nausea"), fatigue ("exhaustion and permanent fatigue"), proctalgia ("pain similar to haemorrhoids, but not haemorrhoids, impossible to sit without a cushion from 2020 to june 2023"), neck pain ("intense cervical pain"), musculoskeletal stiffness ("blocked neck, blocked right knee"), arthralgia ("joint pain, painful finger joints on both hands"), joint swelling ("swollen finger joints on both hands, swollen right knee"), osteoarthritis ("root arthrosis of the right thumb"), bruxism ("bruxism"), insomnia ("insomnia"), feeling abnormal ("feeling of inflammation in the torso when lying down"), cystitis ("cystitis") and ear, nose and throat disorder ("several otorhinolaryngology (ent) disorders each year"). In (B)(6) 2020 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2022 she experienced papilloma viral infection ("papillomavirus") and cervical dysplasia ("cervical intraepithelial neoplasia (cin2), high-grade, cervical squamous intraepithelial lesion"). On (B)(6) 2023 she experienced device expulsion (seriousness criterion intervention required). On (B)(6) 2023 she experienced vertebral foraminal stenosis ("unchanged foramina (cervical spine)") and intervertebral disc disorder ("moderate discopathy in c4-c5 and c5-c6 with discal hyposignal, no conflictual hernia"). On unknown date she experienced presyncope ("vasovagal response"), pelvic congestion ("pelvic congestion syndrome") and cervicobrachial syndrome ("left cervicobrachialgia"). The patient was treated with surgery (hysteroscopy bettocchi, laparosc. Bilateral salpinectomy +part. Removal right uterine horn apr-23, embolization on (B)(6) 2022 for pelvic varices and conization (B)(6) 2022). In (B)(6) 2023, the proctalgia had resolved. At the time of the report, the cervicobrachial syndrome, vertebral foraminal stenosis and intervertebral disc disorder had not resolved. The reporter considered abdominal pain, arthralgia, bruxism, cervical dysplasia, cervicobrachial syndrome, cystitis, device expulsion, ear, nose and throat disorder, fatigue, feeling abnormal, insomnia, intermenstrual bleeding, intervertebral disc disorder, joint swelling, musculoskeletal stiffness, nausea, neck pain, osteoarthritis, papilloma viral infection, pelvic congestion, presyncope, proctalgia and vertebral foraminal stenosis to be related to essure administration. The reporter commented: patient¿s current status: diagnostic delay (either doctors of all kinds did not know essure, and therefore they did not react when I said that I was not taking the pill, because I had essure contraceptive coil device, or, they knew it well, since they were gynaecologists, and never warned me). Intense, widespread suffering with no apparent reason, in the absence of any disease and despite healthy diet.comment: I declare the toxicity of essure devices, which I discovered online thank to the testimonial of the resist association, 11 and a half years after their insertion into my body. I was made to believe that the withdrawal of essure from the market was only a precaution and this prevented doctors and their female patients from being properly informed. The 3 gynaecologists whom I have see over these 11 and a half years are convinced that essure does not cause any problems and therefore they did not warn me. I experienced an invisible ordeal that could have been cut short if someone -I don¿t know who- had not denied it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Abdominal x-ray] on (B)(6) 2023: indication: identification of an intra-cavity hyperechogenic image suggestive of an intrauterine device (iud) in this female patient with essure implants. Conclusion: the intra-cavity structure corresponds to the left essure implant. The right essure implant is located at the level of the right uterine horn. [Chest x-ray] on (B)(6) 2016: search for pneumopathy: result: no sign of thoracic distension or abnormality of the cardiomediastinal structure. No visible abnormal pleural-parenchymal lesion. [Colonoscopy] on (B)(6) 2020: conclusion: total coloscopy, in a colon or persistent, some fluids that will be aspirated [computerised tomogram] on (B)(6) 2016: chronic sinusitis assessment: conclusion: mucous and moderate thickening of the walls of both maxillary sinuses and of the left anterior ethmoidal cells with partial filling of the left frontal hemosinus [endoscopy gastrointestinal] on (B)(6) 2020: left subcostal pain. Microcytic iron deficiency anaemia. Fibroscopy conclusion: normal esophagogastroduodenoscopy. Duodenal biopsies and gastric biopsies as part of the iron deficiency anaemia [hysteroscopy] on (B)(6) 2023: hysteroscopy: first diagnosis hysteroscopy showing a normal cervico-isthmic canal, a uterine cavity normal in size and shape with presence of the intrauterine essure device on the left. Removal of almost the entire device with bettocchi [laparoscopy] on (B)(6) 2023: the uterus is anteverted, normal in size. The vesicouterine and douglas pouches are normal. The right fallopian tube is fine, sinuous, with a well-developed infundibulum, the right ovary is normal and free in its recess. The left fallopian tube is fine, sinuous, with a well-developed infundibulum, the left ovary is normal and free in its recess. Guessed there is a remainder of the essure device on the left side, and the entire essure device on the right side at the proximal level of the fallopian tubes. Bilateral salpingectomy using the ligasure technique and monopolar scissors, taking the intra-mural section of the fallopian tube from the right side [magnetic resonance imaging] on (B)(6) 2023: indication: left cervicobrachialgia - conclusion: moderate discopathy in c4-c5 and c5-c6 with discal hyposignal. No conflictual discal hernia detected. Unchanged aspect of the foramina [magnetic resonance imaging pelvic] on (B)(6) 2022: indication: history of tubal ligation. Chronic anal pain, especially on the left side; normal proctological examination and coloscopy. Search for a coccygian pathology or a compression of the pudendal nerve. - conclusion: no actual compressive mass syndrome along the route of the right and left pudendal nerve. However, individual large pelvic varices close to the pudendal nerve on the right side as well as on the left side identified and which could be incriminated in a possible pudendal neuralgia.; on (B)(6) 2023: indication: follow-up after embolization of the pelvic varices. Notion of intra-uterine secondary displacement of a left essure device. Result: the uterus appears to be retroverted with respect to the myometer. The study of the coronal sections does not allow us to assess the aforementioned essure device. Successful embolization of the pelvic varices with no recurrence to date. Changes in the bladder. Conclusion: no recurrence of pelvic varices; on (B)(6) 2023: indication: verification of the position of essure implants result: the uterine cavity in the uterus is in retroflexed, retroverted position. It is 70 mm on the long axis, the other dimensions being 52 x 45 mm x 56 mm. The endometrium appears to be regular, 3 mm thick. The junction area has a satisfactory thickness. There is no visible mass syndrome at the level of the myometer. Figo (international federation of gynaecology and obstetrics) type-4 small myoma 5 mm in diameter visible at the level of the anterior wall of the uterine body. Intrauterine and pelvic varices.the examination effectively located the essure implants. The right implant can be seen at the level of the right uterine horn oriented toward the right appendage. The left implant is in two proximal thirds of the intra-cavity. Its distal end is located at the level of the left uterine horn. Normal appearance of both ovaries. Small effusion blade in the douglas pouch. [Pathology test] on (B)(6) 2021: samples taken:three cervical biopsies: three fragments measuring from 2 to 4 mm. Cin2, high-grade, cervical squamous intraepithelial lesion with hpv viral infection (junction lesion). No carcinomatous infiltration; on (B)(6) 2022: samples taken: cervical conization: macroscopy: cervical conization sample, oriented, measuring 3 cm in diameter and 1.2 in height, fully examined, on serial sections. Blocks numbered from a1 to a8. Conclusion: cervical intraepithelial neoplasia (cin2), high-grade, cervical squamous intraepithelial lesion with human papillomavirus (hpv) viral infection (exocervical lesion, circumferentially extended on a 8 mm surface along the endocervical canal and colonizing several underlying gland collars). No carcinomatous infiltration.integrity of the excision margins.; on (B)(6) 2023: samples taken: 9 cm fallopian tube with essure device. 7 cm fallopian tube with 8 mm paratubal cyst. These tubal structures are significantly normal under microscopic examination. There is no chronic or specific inflammation.there is no argument for tubal epithelium dysplasia. Benign 8 mm paratubal cyst [ultrasound doppler] on (B)(6) 2021: indication: assessment of the lower limbs¿ varicose predominant to the right and presence of a very visible vein in the right pelvic section. Symptoms relieved by the compression stockings. Conclusion: no recent or older right or left ilio-femoral-popliteal vein thrombosis to date.good permeability of the iliac veins without sequela thrombosis.ostial and truncal varicose of the right great saphenous vein which remains slightly dilated. Presence of a non-supporting and non-varicose right pelvic superficial vein. Continue wearing compression stockings. They are well supported. [Ultrasound pelvis] on (B)(6) 2020: indication: metrorrhagia episode results: examination performed by the supra-pubic and intracavitary ways. Anteverted anteflexed median uterus measuring 91x54x62 mm. Presence of an off-centre iud with a catheter end opposite the left uterine horn where the endometrium appears to be fine and regular. Diffuse adenomyosis appearance of the corporeo-fundal myometer with presence of at least three interstitial myoma formations. No cervical-isthmic abnormality. Normal ovaries.to be completed by an MRI for mapping the fibromas and topographic analysis of the iud [venogram] on (B)(6) 2022: pelvic vein embolization report of (B)(6) 2022: clinical data: insufficiency in the left ovarian vein. Topographical assessment of vein and embolization of the left ovarian vein. Conclusion:ovarian phlebography: assessment: left and right utero-ovarian varices. Embolization of the left and right ovarian varices with onyx. [X-ray] on (B)(6) 2016: search for focal spot: result: satisfactory transparency of the paranasal sinuses; on (B)(6) 2021: right-hand pain:result: root arthrosis. No osteoarticular abnormality. No abnormality in projection of soft tissue [x-ray dental] on (B)(6) 2016: result: many treated teeth. No periapical [radicular] granuloma. No alveolysis [x-ray of pelvis and hip] on (B)(6) 2022: indication: epigastric pain - conclusion: no supramesocolic floor abnormality. No visible abnormality of the gall-bladder - to be examined in order to formally eliminate cholelithiasis. Discrete fluid effusion in the douglas pouch without any other visible abnormality quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.